Manufacturer narrative:
Event is incidental to the use of the device, not exceptional in frequency. Device not returned to manufacturer.

Event description:
Case required a prone position. Difficulty was experienced in the prone positioning, resulting in puncture wounds in the right temple and forehead, such that the ptx required repositioning to supine for closure of the wounds. Right forehead required only pressure to stabilize; the temple required two sutures to close the wound. Estimated bloods lose at 25-50ml.

Manufacturer narrative:
No additional findings upon receipt of product lot number.